Event description:
It was reported a broken tsf strut, where it appears the shoulder bolt has sheared.

Manufacturer narrative:
The associated complaint device was returned and evaluated. Per complaint, a patient returned to the clinic approximately two weeks post application of a tsf ex-fix with a broken strut/sheared bolt. The three provided photos do not lend insight into the cause of the reported issue and no clinically relevant documentation was provided for inclusion in a medical investigation. A visual inspection of the returned fast fx strut confirms the stated failure. It was concluded that the device fractured due to ductile torsional overload. An overload fracture can occur if the mechanical loads applied to the bolt exceed the strength of the material. A review of the manufacturing records did not reveal any material or manufacturing deviations that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. The patient¿s post external-fixation physical restrictions remain unknown. With the available information, ductile torsional overload and/or excessive weight bearing cannot be ruled out as possible contributing factors to the reported event. The patient impact beyond the reported broken strut/sheared bolt cannot be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further clinical investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.